Event description:
It was reported to philips that the system shutdown unexpectedly resulting in loss of x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred in the middle of a heart catheterization treatment and the patient was moved to a different room to complete the treatment. No harm was reported to philips. The philips remote service engineer (rse) examined the system remotely and confirmed that the system shutdown unexpectedly. The rse checked the logfile and suspected of power supply issue with the system. The fse visited onsite and upon functional testing, the fse power supply was not available for detector as defective 24 volt power supply on ny 16 x1. The fse swapped cable to ny 16 x2 and post of this action the system powered up which resolved the issue temporarily. The fse confirmed that the pdu fan tray and dcps was defective and needed a replacement. The defective pdu fan tray and dcps unit was returned for analysis, and it was found that the defective psu01 and psu02 (power supply unit) were the cause of the reported issue. To resolve the reported issue, the fse replaced the pdu fan tray and the dc power supply (dcps). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.